Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure the wire on the ECG ¿b¿ dome became detached. The root cause for damaged detached dome could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.